Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy due to pelvic relaxation with uterine prolapse and stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia and vaginal discharge. The patient underwent excision of extruded mesh on (B)(6) 2010 due to extruded vaginal mesh.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent exteriorized and oversew mesh on (B)(6) 2005 due to erosion of mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.